Manufacturer narrative:
A company rep examined the system and was unable to replicate the reported event. The ultrasound controller printed circuit board was replaced for diagnostic purposes. System was then tested and found to meet specification. Original ultrasound printed circuit board was returned and tested. Visual inspection revealed no nonconformities. Functional testing was successful. No add'l info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate add'l similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported that during a cataract procedure, the unit would not perform phacoemulsification. The case was completed without harm to the patient. Add'l info has been requested.